Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink adapter had a "foreign dried liquid" in the barrel of the spike after the product packaging was opened and the plastic cap was removed, there was no patient involvement. No additional information is available.